Event description:
It was reported that the pt has 7 electrode channels with high impedances. A CT scan is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure will be submitted as a f/u report.